Event description:
Customer reported hospitalization due to low blood glucose readings. Blood glucose reading at the time of the hospitalization was 8 mg/dl. The customer was treated with IV fluids at the hospital. The current blood glucose reading is 85 mg/dl. The customer also reported a continuous beep on the insulin pump with nothing on the display. No further information reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected alarm noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.